Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci prostatectomy procedure in 2008. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: after the surgery he went back because of a blood clot. The ER docs said that was normal after surgery. He had hematomas and internal bleeding. Cat scan revealed he has three hernias.